Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 474 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed and high pressure test and the device passed the tests. It was stated that the customer changes the infusion set once a week and sometimes before. Advised customer to change the infusion set every two to three days. No further info was provided.